Manufacturer narrative:
Correction: in report (B)(4) submitted on january 10, 2025, the event should have been classified as a serious injury, and the adverse event box should have been checked for sections b1 and b2. Section b5 is missing the complaints of over-sensing and failure to retract the helix. H1 should have been serious injury. Section h6 should have been coded as "failure to retract" instead of "difficult to fold."

Event description:
It was reported that the patient received an inappropriate shock. It was discovered in clinic via a chest x-ray (cxr) that the right ventricular (rv) lead was dislodged. Further examination revealed the rv lead was over-sensing far p-waves. Upon an attempt to reposition the rv lead, the helix would not retract. The rv lead was explanted and replaced successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of far p oversensing was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood and tissue. X-ray examination found the inner coil was slightly overtorqued inside the connector region consistent with procedural damage. After cleaning the distal end, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood and overtorqued inner coil.

Event description:
New information noted that the right ventricular (rv) lead was explanted and replaced. The patient condition was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with dislodgement leading to inappropriate shock verified via x-ray. Programming changes were performed to resolve the issue. The patient was stable.